Event description:
It was reported that the balloon on the iab ruptured shortly after insertion. The iab was removed and replaced without complication.

Manufacturer narrative:
The sample has been returned to arrow. Examination found that there was a leak in an abraded area of the bladder. The product insertion instructions state that "during and after insertion, the presence of atherosclerotic plaque may abrade and weaken the intra aortic membrane resulting in puncture of the membrane."